Event description:
It was reported that the lead exhibited under sensing, impedance less than 200 ohms and loss of capture. Attempt to reposition the lead was unsuccessful and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.